Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the patient's ipg replacement surgery (reference MFR #1627487-2016-00920) intra-operative testing indicated multiple high impedances were present on the patient's scs leads. As a result, the patient is experiencing ineffective stimulation from his scs system. The physician decided to finish the ipg replacement surgery and address the lead impedance issue in a subsequent surgery. Surgical intervention is planned for a later date. The patient had two model 3186 leads from the same lot implanted as part of his scs system.